Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4), FDA patient problem code(s): (B)(4).

Event description:
It was reported that during use air bubbles were discovered in gel with 6 bd vacutainer® sst¿ blood collection tubes. Patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it was noticed the presence of air bubbles in the gel of the sst tubes.

Event description:
It was reported that during use air bubbles were discovered in gel with 6 bd vacutainer® sst¿ blood collection tubes. Patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed the presence of air bubbles in the gel of the sst tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.